Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed air in the line. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. No serial number was provided; therefore, a device history record (DHR) review was not performed. No product was returned; therefore, visual and functional test could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.